Event description:
It was reported that the patient developed an infection at the infusion site (leg) while on vacation in (B)(6). The site became very red, itchy, painful, blue and pus came from the site. When the patient returned home to the (B)(6), they went to the doctor and was diagnosed with an infection. The patient was not prescribed any medication but was given over-the-counter sudocrem and the patient also picked up a cooling cream and an anti-inflammatory cream to help treat the site. The patient's blood glucose level reached 30 mmol/l (540 mg/dl) at the time of the reported event. As treatment, a new pod was placed. The pod has been discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown: omnipod software app version: 3.1.5-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.